Event description:
The reporter stated that the unit bolused approximately 45cc at a setting of 8cc/hr with a 60cc syringe over 45 minutes. There was no patient injury or treatment associated with this event.